Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded out of range atrial intrinsic amplitude measurements. Review of the presenting electrogram (egm) showed two undersened premature atrial contraction (pac) signals, which, were conducted and counted as premature ventricular contractions (pvcs). Technical services (ts) discussed considering increasing atrial sensitivity. No further assistance was requested. No adverse patient effects were reported. This device remains in service.